Event description:
Had brief double vision episodes on (B)(6) 2015. All vad numbers stable at that point. Seen in clinic (B)(6) 2015 for low pis, and fatigue/sob. Was in flourid hf. Adm to local hospital. Cxr completed showing suspected malposition of inflow cannula. Contacted transplant/vad center and transferred. They ultimately decided there was a clot in the pump somewhere, although was not hemolyzing initially. Ldh >1300 and plasma hgb was 17. Required brief intubation with iabp, and inotrope therapy. Red heart alarms started (B)(6) 2015, so pump turned all the way off. Too high risk for reop. Patient decided to be full dnr/dni and allow natural death to occur.